Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that ar-9617 drive shaft ar-9216-4 reamer/drill glove protector produces metal shaving when connected and in use. This was discovered during a procedure. Additional information received on 7/13/2023: this was discovered during an eclipse primary total shoulder procedure on (B)(6) 2023. The debris was produced on the back table and not while reaming inside of the patient. Different sleeves and drivers were tired multiple times. But each blue sleeve continued to drop shavings on the back table. The sleeves and drivers were switched out to a different set, and the case was completed without further issues. The exact part numbers for the new set are unknown.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. Two unpackaged ar-9216-4, serial/batch number (B)(6), were received for investigation. Upon visual evaluation, it was found that the slot was damaged in both devices. A slot dimension check with a pin gauge .04 pass through the slot was not possible because the slot was too narrow/damaged. The device material shrank. It was noted that there were flash and scratches inside the devices. The most likely cause for the reported failure is a user error.